Manufacturer narrative:
(B)(4). D6a: approximately 2010. E1 telephone number: (B)(6). G2: foreign country: australia. H6: suggested component code: mechanical (g04) ¿ stem. Attempts have been made to gather all product identification information, and no further information has been provided. Visual examination of the provided picture identified the explanted stem and fractured bone segments, bio debris noted. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: four views of the right hip demonstrate a right total hip arthroplasty with comminuted fracture of the proximal femur including the lesser trochanter, greater trochanter and proximal femoral diaphysis. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a hip procedure approximately 15 years prior. Subsequently, the patient was revised due to a periprosthetic femoral fracture. The patient fell while walking. Attempts have been made and additional information on the reported event is unavailable at this time.